Event description:
It was reported that the company representative's handheld programming computer touch screen was intermittently responding to screen taps for the past couple weeks. No dirt or debris was believed to be causing the issue. A hard reset of the handheld computer had been able to resolve the issue however, on the date of the report, four to five hard resets had been performed that did not resolve the screen responsiveness issue. The touch screen would eventually respond to increased pressure. The handheld would reportedly be returned however has not been received to date. No patients were affected by the issue.

Event description:
The handheld computer was returned with the associated software and they underwent analysis. Analysis found debris on the touch screen trapped under the case that resulted in a non-responsive device. After the screen was cleaned, the handheld computer performed to specifications. No anomalies observed with the software.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.